Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Pain discomfort from implant. Suspicious of device loosening (find attached the initial adverse event report). Hospitalization planned for surgical intervention on (B)(6) 2016. Onset date: not reported, discovered during the 1 year follow-up. Date of awareness: (B)(6) 2016. No device is available yet for investigation, this information will be updated once the intervention has been performed.